Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the tampon fell apart and sometimes the tampon would get stuck. She went to her doctor for removal of the tampon pieces.